Event description:
Operation: phacoemulsification of the lens, left eye, with posterior chamber introcular lens implant. The pt was premedicated and blocked in the preoperative holding area and brought to the operating suite where the left orbit was prepped and draped in routine fashion. The operating microscope was used throughout the procedure. A self retaining lid speculum and was placed between the upper and lower left lid. A superior, fornix based conjunctival peritomy was then performed superior nasal quadrant. A 4 mm linear incision was made 2 mm from the limbus and tangent to the limbus. A paracentesis was made at 2 o'clock. A half thickness scleral tunnel was dissected into clear cornea. The anterior chamber was entered with a 2.7 mm keratone. A circular capsulorrhexis was performed under visocoat. The nucleus was hydrodissected and phacoemulsified using the four quadrant cracking technique. Cortical remnants were then aspirated and irrigated using the automated I & a instrument. The wound was enlarged to 3.7mm. A foldable memory lens was placed in the posterior chamber in the bag. The visocoat was irrigated. Miochol was instilled and then irrigated. It was noted there were some tiny, microscopic stainless steel particles in the eye. These were irrigated out as best as could be with the manual and automated technique. It was closed with a single 10.0 monofilament nylon x suture. 70 mg of garamycin and 40mg of solu-medrol were injected in the inferior temporal sub-tenon space. Pilocarpine and maxitrol were placed in the inferior cul-de-sac. A light patch and aluminum shield were applied to the eye. The pt tolerated the procedure well. There were no complications. The pt left the operating suite in satisfactory condition.